Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2020.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue. The fse replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.